Event description:
It was reported that during a right eye (od) trabecular microbypass stent system procedure, the second stent deployed but "fell off" and was unable to be visualized in the eye intraoperatively due to blood reflux. Reportedly, the surgeon believes that the stent may still be in the eye, however the stent could not be located during a follow-up ultrasound biomicroscopy (ubm) examination. The report also noted that the patient''s two (2) week postoperative intraocular pressure (iop) was higher than baseline and is being monitored. Per report, the surgeon is inquiring about managing the mispositioned stent and any associated magnetic resonance imaging (MRI) impact, but has declined an expert medical consultation. Through follow-up, the surgeon reported that there was no adverse patient impact, and that the patient''s intraocular pressure (iop) is at the preoperative level with two (2) fewer eye drop medications.

Manufacturer narrative:
Additional information: b7: patient race noted as japanese. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).